Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had interrogation difficulties when updating the device to the most recent software modification. Technical services discussed potential troubleshooting, but the health care professional was able to interrogate the s-ICD and update it after 5 attempts. This s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.